Event description:
It was reported that for three days the patient's blood glucose readings ranged from 400 mg/dl to 500 mg/dl, and she experienced the symptoms of nausea and large ketones. The patient corrected her blood glucose levels using insulin via a syringe. Troubleshooting revealed the pump's programming was correct and the total basal/bolus doses delivered correctly matched for the date of (B)(6), 2011. However, troubleshooting also revealed the patient had not fully primed the cannula during two site changes, and there was one bent cannula, both of which could contribute to under-infusion of insulin. The patient's technique was incorrect in that she did not fully prime the cannula. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia afterwards, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring.